Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported extravascular diffusion of chemotherapy on piccline placed on (B)(6) 2024 without complications. After thoracic x-ray with injection, the device was removed, showing a crack at 5cm. Extravasation of cytotoxic product "oxaliplatin", treatment not received, piccline had to be removed and replaced. No other actions have been taken. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 46cm, inserted to basilic vein, exit site marking 44cm, j-loop back up the patient¿s arm and secured with securacath. PICC used for oncology treatment (oxaliplatine / capecitabine). No CT scans done, no occlusions. Leak identified in hospital thru extravasation, internal leak at 5cm. PICC in use 23 days. Unknown if patient went home with PICC or maintained it outside the hospital. No xrays are available. Catheter site cleaned with chloraprep.

Event description:
It was reported extravascular diffusion of chemotherapy on piccline placed on (B)(6) 2024 without complications. After thoracic x-ray with injection, the device was removed, showing a crack at 5cm. Extravasation of cytotoxic product "oxaliplatin", treatment not received, piccline had to be removed and replaced. No other actions have been taken. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 46cm, inserted to basilic vein, exit site marking 44cm, j-loop back up the patient¿s arm and secured with securacath. PICC used for oncology treatment (oxaliplatine / capecitabine). No CT scans done, no occlusions. Leak identified in hospital thru extravasation, internal leak at 5cm. PICC in use 23 days. Unknown if patient went home with PICC or maintained it outside the hospital. No xrays are available. Catheter site cleaned with chloraprep.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed at the 5 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.